Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: the dr. Noticed a burn mark on the right inside lower lip/cheek of the patient. There was no mention of any device problem and the surgeon stated he was not sure if he had touched the device tip to the area investigation conclusion: the reported issue was not confirmed. The device displayed no visual evidence of causing the reported burn and the patient injury cannot be recreated in the laboratory environment. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately an hour into an ent procedure, the surgeon reported a burn mark on the right inside lower lip/cheek of the patient. The surgeon could not confirm if he touched the patient with the plasmablade device. A salve was applied to the burn.